Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot number were not reported; UDI unavailable. Initial reporter phone - (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00588 and 3008264254-2021-00003. Complaint conclusion: a report from the field indicated that a (B)(6) female patient underwent a 3mm, 10mm arch pulserider t (211d/ w3320-10) aneurysm neck reconstruction device (anrd) assisted coil embolization and experienced dizziness after discharge from the hospital. As reported by the doctor, the degree of dizziness is not serious and classified the event as between 0 and 1 of modified rankin score (mrs). Post procedure imaging findings revealed ¿a few infarts¿. After the procedure, the patient was prescribed pletal in addition to the two usual antiplatelet agents. As per the doctor, the reported event of ¿dizziness¿ is not related to the pulserider anrd device. Details of the pulserider assisted coil embolization procedure were provided. First, it was reported that ¿after guiding a microcatheter (prowler select plus) to the basilar artery (ba), a microcatheter sl10-45 (stryker) was guided into the aneurysm but it was replaced because the position of the tip of the microcatheter (mc) in the aneurysm was bad due to stenosis near the neck.¿ the sl10 was shaped into a s by driver shape. Insertion and detention position was checked and it was pulled back to ba once. It was reported that the pulserider was used as per the IFU. The pulserider was not able to advance through the microcatheter 5mm before the tip. As a result, the physician pulled back several times and repeated the same process but the situation did not change. The pulserider was removed with the microcatheter together from the patient. Outside of the patient¿s body, the pulserider was removed from the microcatheter without any issues. Since the vascular tortuosity at the cranio-cervical spine junction was severe, the push force was prevented. During the second attempt, the pulserider was able to be delivered through the microcatheter without any issues. Since the position of the pulserider¿s leaflet was 2mm off by 90 degrees, the doctor rotated the torque 90 degrees clockwise while pulling back 5cm. The leaflet was thus pulled out 2mm again but there were no big changes in the direction. The torque was rotated 90 degrees clockwise while pulling back 5cm. There was no change in direction during the third attempt. The doctor thus rotated the torque 90 degrees clockwise while pulling back 5cm. During the fourth time, the orientation was slightly closer to what was desired. At this time, the leaflet was taken out a considerable amount and took the deflection of the rotation. While pulling back 5cm again, the doctor rotated the torque clockwise more than 90 degrees. Ultimately, during the 5th attempt the doctor achieved the desired direction in that the longer leaflet was supposed to be for the left posterior cerebral artery. The deployment was unsheathed and the leaflet was opened 45 degrees or more. Both sides were located inside the aneurysm. The microcatheter was slowly pulled back proximally, and when the marker on the outer leaflet came out of the aneurysm, the whole was guided distally. The inner leaflet was caught in the left superior cerebellar artery and was not fully deployed. The doctor performed the same maneuver pulling back. During the second attempt, all the markers were aligned with the neckline. After that, the coil was embolized and the procedure completed without any problems. Additional information received on 20-dec-2020 indicated that the physician did not apply excessive force to the pulserider device. It was reported that a prowler select plus (psp) microcatheter was used. Additional information received from the sales rep on 22-feb-2021 indicated that the prowler select plus was guided to the basilar artery, and another microcatheter (a competitor's) was guided into the aneurysm. However, the area near the neck of the aneurysm was narrow and the position of competitor's mc inserted into the aneurysm was not good. Thus, reinsertion of the competitor¿s mc was performed. It was reported that it took some time to do it. Subsequently, the pulserider was attempted to be deployed, however the product did not come out from the mc (prowlerselect). The pulserider was not able to come out of the prowlerselect mc because the blood vessel tortuosity at the craniocervical junction was severe, the catheter was flexed, and the push force was not transmitted after repeated operations. As a result, the prowlerselect mc was taken out of the body and inserted into the patient and the product was deployed again. The product was deployed successfully but the product was deployed several times to adjust the position. After, coil embolization was performed and the procedure was completed. After the surgery, a small amount of infarction was noted on images, and therefore pletal was prescribed in addition to the usual antiplatelet agent. The patient is now discharged from the hospital with dizziness. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter - obstructed-in patient with loss of mc cerebral target position" could not be confirmed. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics and device selection, may have contributed to the reported issue. Based on the information available, the pulserider was not able to come out of the prowlerselect mc because the blood vessel tortuosity at the craniocervical junction was severe. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that a (B)(6) female patient underwent a 3mm, 10mm arch pulserider t (211d/ w3320-10) aneurysm neck reconstruction device (anrd) assisted coil embolization and experienced dizziness after discharge from the hospital. As reported by the doctor, the degree of dizziness is not serious and classified the event as between 0 and 1 of modified rankin score (mrs). Post procedure imaging findings revealed ¿a few infarts¿. After the procedure, the patient was prescribed pletal in addition to the two usual antiplatelet agents. As per the doctor, the reported event of ¿dizziness¿ is not related to the pulserider anrd device. Details of the pulserider assisted coil embolization procedure were provided. First, it was reported that ¿after guiding a microcatheter (prowler select plus) to the basilar artery (ba), a microcatheter sl10-45 (stryker) was guided into the aneurysm but it was replaced because the position of the tip of the microcatheter (mc) in the aneurysm was bad due to stenosis near the neck.¿ the sl10 was shaped into a s by driver shape. Insertion and detention position was checked and it was pulled back to ba once. It was reported that the pulserider was used as per the IFU. The pulserider was not able to advance through the microcatheter 5mm before the tip. As a result, the physician pulled back several times and repeated the same process but the situation did not change. The pulserider was removed with the microcatheter together from the patient. Outside of the patient¿s body, the pulserider was removed from the microcatheter without any issues. Since the vascular tortuosity at the craniocervical spine junction was severe, the push force was prevented. During the second attempt, the pulserider was able to be delivered through the microcatheter without any issues. Since the position of the pulserider¿s leaflet was 2mm off by 90 degrees, the doctor rotated the torque 90 degrees clockwise while pulling back 5cm. The leaflet was thus pulled out 2mm again but there were no big changes in the direction. The torque was rotated 90 degrees clockwise while pulling back 5cm. There was no change in direction during the third attempt. The doctor thus rotated the torque 90 degrees clockwise while pulling back 5cm. During the fourth time, the orientation was slightly closer to what was desired. At this time, the leaflet was taken out a considerable amount and took the deflection of the rotation. While pulling back 5cm again, the doctor rotated the torque clockwise more than 90 degrees. Ultimately, during the 5th attempt, the doctor achieved the desired direction in that the longer leaflet was supposed to be for the left posterior cerebral artery. The deployment was unsheathed and the leaflet was opened 45 degrees or more. Both sides were located inside the aneurysm. The microcatheter was slowly pulled back proximally, and when the marker on the outer leaflet came out of the aneurysm, the whole was guided distally. The inner leaflet was caught in the left superior cerebellar artery and was not fully deployed. The doctor performed the same maneuver pulling back. During the second attempt, all the markers were aligned with the neckline. After that, the coil was embolized and the procedure completed without any problems. Additional information received on 20-dec-2020 indicated that the physician did not apply excessive force to the pulserider device. It was reported that a prowler select plus (psp) microcatheter was used. Additional information received from the sales rep on 22-feb-2021 indicated that the prowler select plus was guided to the basilar artery, and another microcatheter (a competitor's) was guided into the aneurysm. However, the area near the neck of the aneurysm was narrow and the position of competitor's mc inserted into the aneurysm was not good. Thus, reinsertion of the competitor¿s mc was performed. It was reported that it took some time to do it. Subsequently, the pulserider was attempted to be deployed, however, the product did not come out from the mc (prowlerselect). The pulserider was not able to come out of the prowlerselect mc because the blood vessel tortuosity at the craniocervical junction was severe, the catheter was flexed, and the push force was not transmitted after repeated operations. As a result, the prowlerselect mc was taken out of the body and inserted into the patient and the product was deployed again. The product was deployed successfully but the product was deployed several times to adjust the position. After coil embolization was performed and the procedure was completed. After the surgery, a small amount of infarction was noted on images, and therefore pletal was prescribed in addition to the usual antiplatelet agent. The patient is now discharged from the hospital with dizziness.